Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. The reported problem of 'system error 345 ' was confirmed in the event history log (ehl) review as 'system error 345' messages, but not reproduced during service. Evaluation determined the assignable root cause to be a(n) failing upstream thermistor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter (B)(4), the device experienced a system error 345 (thermistor disparity) alarm. No additional information is available.